Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an unrecalled error warning when attempting to test her blood glucose using her one touch ultramini meter. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2011 and obtained the following information. The patient reported that the intermittent alleged issue with the subject meter began on an unspecified day, 'approximately on the 2nd week of (B)(6) 2011', so she stopped testing her glucose completely. She stated that she tests her glucose 3x/day and manages her diabetes with pills (metformin), diet and/or exercise and due to the alleged issue denied making any changes to her usual dose treatment. The patient claimed on the 'one week' after she stopped testing and after the alleged issue started, she felt like she was 'not healing well, feeling well' and was 'shaky'. She reported that in response to her symptoms, she self treated with a glucose tab and orange juice and '20 minutes' later she felt better. The patient informed this mss, after this hypoglycemic event she started testing using her mother's meter. During the initial call with customer service, the agent noted that the proper troubleshooting could not be done because the patient did not have any of the lfs products available at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.